Event description:
A field service engineer reported to olympus, during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) and after entering the patient, the knife wire tip was found to be broken. It was immediately removed and disinfected. Nothing fell into the patient's body. The patient had been under anesthesia for more than half an hour when the event occurred. The procedure was completed by replacing the subject device. There was no report of procedural delays or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the broken knife wire was confirmed. The knife wire was fused in the insulation layer at the distal end. Based on the fused part of the knife wire, it may have touched the metal of the forceps elevator while passing through, causing the fusion. When inserting the instrument into the endoscope, the knife wire should be kept parallel to the insertion tube and the forceps elevator should be raised to the maximum height. Otherwise, the forceps elevator or the metal parts at the tip of the endoscope may come into contact with the knife wire and cause the insulation coating to fall off. When inserting the instrument, do not activate the high-frequency output. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. The likely cause of the cutting wire breakage is presumed to be for the following reasons: high frequency current was applied between the cutting wire and the tissue at the point of the contact. As a result, the current density at the contact area increased, and the cutting wire became instantly hot. However, a definitive root cause could not be determined. The instruction manual provides the following: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion.¿ olympus will continue to monitor field performance for this device.